Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown.

Event description:
The event involved a primary y-type blood set, 200 micron filter, bulb pump, clave y-site, secure lock, 80 inch where it was reported during a procedure while administering lactated ringer's, the tubing shot out of the bulb and solution went all over the patient. There was patient involvement and no adverse event.

Manufacturer narrative:
The customer returned 2 photos for evaluation that confirm the complaint of separation. The customer also received one used device for inspection also. As received the inlet tubing of the bulb pump was observed to be separated. Inspection of the bonding location under uv light showed sufficient solvent. Probable cause of the failure, unknown. Lot history review could not be conducted because not lot number(s) was/were identified.